Manufacturer narrative:
The medwatch previously stated: "the engineer later replaced and primed the reagent flow path." This should state that the engineer replaced pinch valves and primed the reagent flow path. The investigation determined that the service actions of pinch valve replacement resolved the issue.

Manufacturer narrative:
The vitamin b12 reagent lot number was 925965. The reagent expiration date were requested, but not provided. The field service engineer determined the gear pump pressure was insufficient and that there was biofilm in the analyzer. The gear pump was replaced and the system was decontaminated. Controls were acceptable after these actions. The engineer later replaced and primed the reagent flow path. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with elecsys vitamin b12 on a cobas e 801 analytical unit. The second also had discrepant results when tested with elecsys folate. The first sample initially resulted in a vitamin b12 value of 165 pg/ml and it repeated as 257 pg/ml. The second sample initially resulted in a vitamin b12 value of 121 pg/ml and a folate value of 1.96 pg/ml. The sample was repeated, resulting in a vitamin b12 value of 192 pg/ml and a folate value of 2.59 ng/ml. The third sample initially resulted in a vitamin b12 value of 231 pg/ml and it repeated as 339 pg/ml. The fourth sample initially resulted in a vitamin b12 value of 207 pg/ml and it repeated as 296 pg/ml. The fifth sample initially resulted in a vitamin b12 value of 181 pg/ml and it repeated as 239 pg/ml.